Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-wave resulting in 27 inappropriate shocks over eight episodes. As a result of the inappropriate shocks, therapy was exhausted in several episodes. Boston scientific technical services (ts) reviewed the device data and recommended reprogramming the device to the primary sensing vector with a 2x gain along with increasing the treatment zone. At the time the patient was cross country skiing at high altitudes. Ts reminded the patient to stay hydrated as vigorous exercise at high altitudes can cause dehydration and subsequent accentuation of t-wave height.